Manufacturer narrative:
Concomitant medical products: product ID 8870bbu0, serial# (B)(6), implanted: n/a, explanted: n/a, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: 8870bbu01 , serial/lot #: (B)(6), ubd: n/a, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for follow-up indicated that the hcp followed the instructions from the manufacturer for programming the bridge bolus done to correct the event. It was indicated that the printout from the initial bridge bolus was not available.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient with an implanted intrathecal infusion pump. It was reported that on (B)(6) 2020 the drug concentration was changed from 3000 mcg to 2000 mcg. It was noted that the n¿vision programmer was used for programming the bridge bolus (performed due to the change of drug concentration). The next day (B)(6) 2020 the hcp called the manufacturer representative and reported that they realized the wrong catheter information was used, which was noticed when checking the implant notes of the patient and using that in demo mode for the tablet programmer. It was reported determined that the wrong catheter was entered in theater, and that it was a simple mistake that the catheter was selected as 8702 instead of 8780 as the 8702 was right below the 8780 on the drop-down menu for the catheter list in programming. It was noted that the removed length of the catheter that was programmed was correct. It was indicated that the error was not previously noticed because the implanting hospital¿s practice was to give a priming bolus and minimal rate along with oral baclofen once patients are implanted, and then they titrate the oral down as they titrate the intrathecal up. Therefore, no symptoms were previously noticed after implant because the drug would have already reached the tip of the catheter by the time they titrated the patient up to the correct dose. It was stated that it was noticed now because when they were changing concentration on the new tablet it gave alerts and was clearer to read and pick up on. The bridge bolus was due to end on (B)(6) 2020 at 10:00 a.m. So they arranged to meet the patient at the hospital before the bolus ended so that they could correct the programming to the right catheter and give another priming bolus to get the drug to the tip of the catheter. They monitored the patient for a few hours after the priming bolus ended, and the patient was then sent home and the parents of the patient were told to watch for any symptoms of overdose/underdose. No symptoms were reported and the patient was fine.